Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her meter was set to the incorrect unit of measurement. The patient purchased her meter earlier that year. She believes that her meter was set to mmol/l since she obtained it. The patient reported having symptoms of perspiring a lot, seeing dots of light, and feeling very tired, which are typical of low blood glucose. She visited her physician, either 2-3 months prior to calling lifescan. Her blood glucose was not tested at the physician's office. Based on the symptoms, the physician diagnosed the patient as having hypoglycemia. The physician discontinued the patient's prescription of novorapid insulin and he adjusted her heart/hypertension medications. She still takes one oral medication and a set amount of novomix 30. She told the physician of one result she had obtained, which she read as "20.2". The physician advised her to read the meter as "2.02". He also ordered a lab test at the time, but the patient was not told the result, only that her blood glucose was normal. As of the time she called lifescan, the patient stated that she is still experiencing the same symptoms as 2-3 months ago. She reported a result in 2005 of 20.9 mmol/l. This complaint is being reported as an adverse event. The meter was set to the incorrect unit of measurement, leading the patient to believe that her blood glucose was lower than it actually was. The patient reported low blood glucose symptoms at the time of having high blood glucose results and the physician decreased the patient's insulin regimen based on the symptoms, when it appears that treatment should have been to decrease her blood glucose. A replacement meter has been sent.